Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 catalog number removed, d4 primary UDI number updated. Justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly self-tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The device was moved to manufacturing for further processing. A replacement was provided to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Additional information on testing performed which included an internal inspection which found no discrepancies and the board was confirmed to be conformal coated. Further stress testing was completed by exposing the device to 95% rh in an environmental chamber for approximately 48 hours while running self-tests; the noted error did not reoccur. The device was moved to manufacturing for further processing. A replacement was provided to the customer. Analysis of reports of this type has not identified an increase in trend.